Event description:
The manufacturer received information alleging a ventilator's pressure sensor was mismatch. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower assembly, machine flow sensor, system board was replaced to address the issue. There is a evidence of dirt and dust contamination.